Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a triclip steerable guide catheter; while introducing the dilator, a loss of fluid column occurred. Therefore, the tsgc was not used and replaced. There was no clinically significant delay in the procedure.